Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated a patient generated a higher than expected result on the axsym ca 125 assay. A value of more than 120 ng/ml was obtained on axsym but when the sample was tested at a reference laboratory, a value of 12 ng/ml was generated (method unknown). No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Testing data and complaint records were reviewed. No product deficiency identified. As there was no return patient sample available for this investigation, the performance of the reagent lot 59583lf00 was examined using an in house retained reagent kit of the lot number under investigation and in house serum based panels. The panels used were closest in concentration to the span of discrepant results generated for the patient's sample. In-house panels were tested to mimic patient samples. The test results generated for the panels confirmed appropriate recovery for ca125 using the reagent kit, indicating that axsym reagent lot 59583lf00 is meeting its performance specification. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this lot of reagent for sale to our customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for axsym was performed. Complaint report records are used to identify potential and current field issues. The reports indicated that there were no trends related to discrepant patient results, as reported by the customer's laboratory. The results of our investigation demonstrate that the axsym reagent lot in question (lot 59583lf00) is performing within its intended use, label claims and specifications. No product deficiency was found. Axsym package insert states: "specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies". Hama therapy is one potential cause of falsely elevated results such as those observed in the customer's lab, however it is not possible for us to investigate this or other potential causes of the elevated results any further as there is no return sample available. This is the final report.